Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. This report is filed on june 27, 2016. Registration number 3009092818 and exemption number e2016011. H3 other text : device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced intermittencies and performance decrement with device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2016, and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on june 29, 2017.